Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device. The noise was reproducible in clinic. It was noted that the patient was not dependent. No intervention was performed. The patient was in stable condition and will continue to be monitored.